Event description:
It was reported that during a davinci si hysterectomy procedure, the customer noted that "the cable broke at the distal end, nothing fell in patient or harm" on the mega needle driver instrument. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that one grip cable was found to be broken at the distal idlers. The idler pulley was not damaged. The cable segment sticks out at wrist. No other cable damage was found. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.